Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# : (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (20 mg at 3.66369 mg/day) and bupivacaine (30 mg at 5.49553 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient reported increased pain.  A catheter dye study was performed on (B)(6) 2021 and revealed a catheter occlusion.  On (B)(6) 2021 surgical observation revealed a catheter occlusion.    The catheter was explanted/replaced on (B)(6) 2021.  The outcome of the event resolved without sequelae on (B)(6) 2021.  The clinical diagnosis was increased pain and the device diagnosis was catheter occlusion.  The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021.  No further complications were reported/anticipated.